Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer alleging insulin under delivery which causes high blood glucose of 200mg/dl which was treated with backup plan. Customer¿s current blood glucose was 180mg/dl. Customer advised to revert to back up plan per hcp's instructions. Customer also states that insulin was not exit. Insulin pump will not be return for analysis.

Manufacturer narrative:
Device received with operating currents within spec. Device passed self test. Unit received with end cap broken off. Unable to perform unexpected restart error test, basic occlusion test, displacement test. Excessive no delivery test, displacement accuracy test or verify absence of occlusion alarm or over delivery due to end cap broken off. Device received with cracked reservoir tube lip, cracked belt clip slot, cracked case at display window corners and minor scratches on lcd window. Device was unable to download due to multiple displayable history crc check failed on startup alarms in history screen. Displayable history crc check failed on startup alarms are due to corrupted history file.